Manufacturer narrative:
Additional information: h7, h9. Corrections: h6 (device codes). Investigation conclusion: the customer reported that there were defective pcu (8015) keypads resulting in the devices not turning on was confirmed. Test results identified that when the keypads was installed on the test fixture, the returned keypads did not power on using the system on key. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: an external and internal inspection was performed on (qty 2, p/n (B)(4). External inspection of the keypads were observed to be in good condition with no irregularities observed. Internal inspection of the keypads found signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case w/ keypad assembly was returned.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. This is the second keypad failure involving this same pcu (s/n (B)(6). There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. This is the second keypad failure involving this same pcu (s/n (B)(4)). There was no patient harm. The issues were noted prior to patient use.